Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The item number or lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported a fractured screw inside the implant.